Event description:
It was reported that the patient underwent a posterior lumbar interbody fusion at t5-t11. After placement of the rods and final tightening of the screws, the patient¿s mep values dropped. The surgeon considered it transient and the incision was closed. However, the mep values did not improve, so the surgeon decided to open the incision again to remove and re-contour rods. Thereafter, a wake-up test was performed and both of the patient¿s legs moved. The incision was then closed; however, the mep values did not change. It was reported that the patient recovered and her clinical course was well thereafter.

Manufacturer narrative:
Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.